Event description:
It was reported that, during a shoulder arthroscopy, the "mdu powermax elite shaver" could not get full speed. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation have concluded that the blade stalled and the motor was not running and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.